Event description:
It was reported the patient had his spectra penile prosthesis removed and replaced with an inflatable penile prosthesis due to patient dissatisfaction. No patient complications were reported in relation to this event.